Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no, d10: returned to manufacturer on: na. H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images of the 32gx4mm shelf carton pen needles. Customer states that several needles in the box are loosening the seal. The images were examined and neither photo reveals the tear drop label but of the front and back of a shelf carton without any damage. Therefore, the photo alone is not sufficient to directly confirm any issues with the tear drop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was unable to confirm the customer¿s indicated failure (loose tear drop label). Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano pen needles had loose tear drop seals on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "several needles in the box are loosening the seal."

Event description:
It was reported that an unspecified number of unspecified bd¿ pen needles had loose tear drop seals on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "several needles in the box are loosening the seal."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd¿ pen needles had loose tear drop seals on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "several needles in the box are loosening the seal."

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of bd ultra-fine¿ nano pen needles had loose tear drop seals on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "several needles in the box are loosening the seal." D.1. Medical device brand name: bd ultra-fine¿ nano pen needle. D.1. Common device name: hypodermic single lumen needle. D.2. Medical device manufacturer: becton dickinson and co. D.2. Medical device type: fmi. D.4. Medical device catalog #: 320489. D.4. Medical device lot #: 0343816. D.4. Medical device expiration date: 2025-12-31. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson and co. G.5. PMA/510(k)#: na. H.4. Device manufacture date: 2020-12-08.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano pen needles had loose tear drop seals on their packaging units. The following information was provided by the initial reporter, translated from portuguese: "several needles in the box are loosening the seal."